Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent a hernia repair procedure on (B)(6) 2011 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. Other procedure is captured in a separate file. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 5/1/2020. H6 patient codes: 1970,2144,1811,1932,2352,3191- loss of appetite. Additional b5 details: it was reported that the patient underwent mesh revision on (B)(6) 2011 due to recurrent ventral hernia, adhesions, abdominal pain, nausea, vomiting, diarrhea, loss of appetite, inflammation and numbness.